Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(6) 2011: local ees personnel met with surgeon. Explained manufacturing processes and discussed the different gaps for the instrument such as too much tension and getting the instrument in the correct position. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection procedure, surgery was fine, staple line was fine, leakage test o.k. The next day, the staple line dorsal became open and a re-operation was necessary. Re-operation revealed that the staples were not formed properly; the anastomosis was half ruptured. The patient has cancer but the tissue was normal. No further information is available. The customer disposed of the device.